Event description:
An experienced healthcare worker (hcw) reported redness and burning in both eyes after cidex plus 28 day solution splashed into the hcws eyes. The hcw did not seek medical treatment. The hcws eyes were rinsed with 30cc of sterile water. The symptoms resolved within minutes. The hcw performs manual reprocessing using cidex plus 28 day solution. She was suctioning the channel of an endoscope when the event occurred. The hcw was wearing ppe (a gown and gloves), but she was not wearing eye protection. The msds was reviewed with the caller.

Manufacturer narrative:
Asp clinical support reviewed ppe recommendations from msds with caller.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review by product line and failure mode effects analysis. Complaint history trending for cidex activated dialdehyde solution was not performed as the lot number was not provided. A review of the complaint history was performed from february 2010 through january 2011 for cidex activated dialdehyde solution with the problem code "hr-eye splash" and "hr-eye burning" did not reveal any other complaints. Batch record review of the cidex activated dialdehyde solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for cidex activated dialdehyde solution was reviewed for potential eye splash, and the score was determined to be below the threshold of 100. The hcw was not wearing adequate ppe; therefore, this complaint is attributed to user not following the instructions for use.